Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Insert wast found clogged by rust. Maintenance and handling fo insert in the field is unknown.

Event description:
While using a 30k fsi-pwr-100 insert, the insert became very hot when in use; no injury resulted.